Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed one similar complaint from this serial number. The similar complaints have been reported by the same us facility. The previous complaint evaluation for this serial number ((B)(4)) is: confirmed, root cause was identified as a failure of the probe. (Reference: MDR number 3006260740-2020-01635).

Event description:
Gt probe producing rain or snow on screen.